Event description:
On (B)(6) 2011, the pt reported that she felt her insulin infusion device was delivering too low an amount of insulin. On (B)(6) 2011, the pt's blood glucose level was as high as 26 mmol/l (468 mg/dl). The pt made a correction using her infusion device, but it did not correct the elevated blood glucose level. The pt utilized injection therapy and was able to correct her elevated blood glucose level. On (B)(6) 2011, the pt began using her replacement infusion device and did not report any further problems. The pt changes her insulin cartridge every seven days and does not reuse it. The pt changes her insulin infusion set every three days and the insulin infusion tubing every six days. The pt went through a magnetic security checkpoint an airport (B)(6) weeks prior to the reported problems with the infusion device. Product was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.